Event description:
It was reported that a user experienced a libre 3+ sensor error resulting in signal loss to the ilet, after approximately seven days of wear, and received troubleshooting and education that included allowing time for signal recovery and instruction to contact the sensor manufacturer if the error persisted. Symptoms included transient loss of glucose readings. Outcomes included restoration of sensor readings and continued use without the need for medical care. Investigation included customer interview and device-use troubleshooting. Investigation of this case revealed the readings resumed and no additional device issues were identified. It was concluded that the event was a temporary sensor communication issue that resolved with observation and education.